Event description:
Will not inflate.

Manufacturer narrative:
Evaluation summary: the catheter was returned used, there is dried blood over the entire surface of the catheter body. The entire balloon and both distal and proximal windings are missing and appear to have pulled off the tip of the catheter. The inflation lumen is occluded with what appears to be dried blood.